Event description:
It was reported that there was noise which caused overdetection. X-ray revealed an apparent lead fracture near the achor sleeve. The lead will be removed from service. No patient complications have been reported as a result of this event.